Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve was implanted via v-p shunt on (B)(6) 2022. The valve was found to have changed from setting of 1 to a setting of 2 after an MRI. When an electronic programmer was used to attempt to change the vale, it was found to be stuck and unable to change settings. The valve was explanted and replaced on (B)(6) 2022.

Manufacturer narrative:
The certas valve (ID 828811pl) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined; however, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a